Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to a malpositioned acetabular cup. During the procedure, the taper remover fractured. A delay greater than 30 minutes occurred as the taper would not disengage from the neck and the stem had to be removed. Competitor product was utilized to complete the procedure. Patient did not retain a foreign body.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08912 / 08913).